Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer's blood glucose (bg) level was 24 mg/dl and may have been due to the correction factor being set at 17 instead of 65. The customer's bg level then elevated to 380 mg/dl and the customer had eaten a small snack to address the high bg level.